Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: physical resistance. It was reported that while implanting a 2.5 x 28 xience v stent in a tortuous and calcified lesion, resistance was noted and a dissection occurred. Another xience v stent was implanted to treat the dissection. No additional event or patient information is available.